Event description:
While inserting, the catheter couldn't advance. The tip of the catheter was missing and was jagged on end. The catheter had to be surgically removed.

Manufacturer narrative:
The sample was received on 01 august 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. We are attempting to obtain additional information.